Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on left ventricular extracorporeal circulatory support on (B)(6) 2016 and then converted to a left ventricular assist device (lvad) 2 days later on (B)(6) 2016. It was reported that the lvad system produced high estimated pump flows and high pump powers on (B)(6) 2016. Initially, the patient could not be anticoagulated safely; however, heparin was initiated on (B)(6) 2016. The patient's lactate dehydrogenase labs were drawn and trended but the results were not provided. It was reported that pump thrombus was suspected. The high pump powers and estimated flows reportedly stabilized. The patient was recovering post lvad implant. Additional information was requested, but was not provided.

Manufacturer narrative:
The report of pump power and estimated flow elevations was confirmed through the evaluation of the submitted system controller log file; however, the root cause could not be conclusively determined. The report of suspected pump thrombus could not be determined as the pump was not available for evaluation. Device thrombosis is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.